Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The hcp reported that cause was not determined as it was unclear what contributing factors were. Patient has been seen in office for reprogramming. More follow up after reporgramming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence . It was reported that since implant, their symptoms were in worse shape than they'd ever been before getting the implant. The patient stated they were now wetting the bed, which they hadn't done in years. The patient had called because someone had left a message for them 2 times requesting that the patient call them back (patient services was unable to find a record of an outbound call to the patient). The patient stated they'd seen their managing health care provider (hcp) once since they were implanted and the hcp did "something with a black thing" at that time but they didn't know what. Patient services walked the patient through connecting to their settings. The therapy was on program 4 at 0.8 ma. The patient stated they weren't feeling stimulation and wanted to increase the stimulation. The patient increased the stimulation but they still were unable to feel stimulation in the bike-seat region but noted after going higher they were feeling pain at their incision site when they increased. The patient stated the incision site was healed but there were "little bumps" there, which the patient thought were "stitches." Patient services reviewed stimulation considerations with the patient and the patient backed the stimulation down to 2.5 ma where it was no longer painful but they still felt the stimulation at the incision site and not the bike-seat region. Patient services reviewed the patient should be feeling the stimulation in their bike-seat region and redirected the patient to talk to their hcp about the issue and potentially trying a different program. The patient wanted to change programs on the call. Patient services walked the patient through changing to program 6 and the patient increased the stimulation but they still did not feel the stimulation. The patient was going to leave the therapy on at program 6 and monitor their symptoms. The patient stated the next time they would see their hcp wasn't until august. Patient services encouraged the patient to call their hcp to talk about their symptom concerns and their feeling stimulation at the incision however it is uncertain if the patient will call the hcp. The patient may call back if they needed any further assistance with their external devices. The patient's relevant medical history included the patient reported they are a stroke survivor.